Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 44 colony forming units (ufcs) of mycology. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation. Updated fields: d8, d9, h3, h4, h6 & h11. The customer provided the following culture results, performed at the third party labs. Sampling date: nov, 24, 2024. Sampling from: all channels. Cfu: 5cfu. Bacterial identification: acinetobacter baumannii complex. Sampling date: nov, 24, 2024. Sampling from: all channels. Cfu: 5cfu. Bacterial identification: coagulase-negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.